Manufacturer narrative:
The unit passed the basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit had no unexpected no delivery alarms. However, the unit alarmed button error followed by intermittent buttons due to corroded keypad traces. The unit had a cracked case at the display window corners and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a button error alarm. Customer also reported several no delivery alarms. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 139 mg/dl. Customer was able to clear the no delivery alarms by changing the infusion sets. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.